Manufacturer narrative:
The sodium electrode lot number was s96_2023 with an expiration date of 04-dec-2024. The field service engineer found an ise reagent flow path wash needed to be performed. He ran the wash, replaced the ise probe assembly, and performed ise checks that passed. The investigation determined that the service actions resolved the issue.

Event description:
There was an allegation of questionable results from the cobas pro ise analytical unit. The initial sodium result was 152 mmol/l and the repeat result was 140 mmol/l. The repeat result was believed correct.